Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Heart injury: the cause of the injury was not determined due to insufficient clinical details. Patient device interaction problem: the cause of the patient device interaction problem was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted surgically into the right aorta in a 63-year-old male patient with a past medical history of coronary artery disease (cad). The impella 5.5 was inserted for ventricular support in a high-risk elective coronary artery bypass graft (CABG) surgery. The patient presented in scai stage e shock and was on an intra-aortic balloon pump (iabp), multiple inotropes and vasopressors, and was ventilated for respiratory support prior to initiation of support. Eleven days post-implant, a perforation was noted to the left coronary cusp of the aortic valve. The physician decided to explant the impella. The patient was noted to have severe aortic insufficiency (ai) post-impella explant. The post-procedure outcome is survived at explant. Aortic valve injury is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).